Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the caller was not able to make adjustment both with or without antenna attached. Caller says this started 3-4 days ago. Patient services tried to clarify the date but he just said "a couple days ago". It was later reported that the caller called back to ask about programs stored on old/new programmer. Caller received new programmer today and reviewed the same issue was present. Patient programmer will not connect with or without antenna. Caller tried with and without the antenna and poor communication with both. The caller was asked if the patient still feels stimulation/symptom relief. Caller asked patient and reviewed stimulation stopped. An unrelated medical issue was reported. Caller said the patient had been having other problems regarding her diabetes. Hcp(healthcare provider) confirmed diabetes issues were not related to manufacturer device therapy. Upon the return of the programmer, analysis found non-significant anomalies.